Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of scope communication error e315 could not be determined. It is possible that water invasion in the scope connector led to an abnormality of the electronic parts which may have cause the scope communication error to occur. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The patient was under sedation. The scopes and systems were inspected prior to the start of the procedure.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had an e315 scope communication error. The issue was found during an oesophagogastroduodenoscopy and colonoscopy and it was completed with the same device. The issue occurred halfway through the procedure and the photos were taken using the foot pedal instead of the scope. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that an e216 communication error occurred and no image was displayed due to damage to the charge coupled device unit. The objective lens was chipped and the distal end light guide lens was cracked. The bending cover adhesive was peeled and the universal cord had a wrinkle. The angle was low and the knob had play. The up/knob could not be locked securely due to wear to the forceps elevator. The scope connector and the circuit board unit in the scope connector were dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.